Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Cause was not known. A manual injection of insulin was delivered to address bg. Customer continued to use pump for insulin therapy.